Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's guardian reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer experienced nausea and vomiting and also gave positive test for ketone. The customer treated high blood glucose with injection. The insulin pump was not on auto mode at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering because of recurring issue of high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the reservoir lip ring unscrew and tubing snap back twice and it came off. Customer stated that the scratch was on the lcd screen and could read the display. The customer also stated that the reservoir lip ring was damaged. Troubleshooting was performed for damage and noticed the reservoir did lock in place. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.